Event description:
Additional information received reported, the cause of the event as the patient complained of trouble feeling the stimulation and it was attributed to the lead. An impedance check was not done. It was noted that the patient had canceled a reprogramming appointment with his physician stating that he ¿figured it out and everything is working fine.¿ there was no patient hospitalization and the patient outcome was noted as no injury.

Event description:
It was reported that the patient¿s leads in his back were working fine, but the leads in his legs were not, which started about three days ago. It was noted that the patient had been gradually turning up the leads going down his legs, but he was not feeling stimulation unless he turned or bent a certain way then he felt a jolt. The patient suspected one of the leads going to the leg nerve was dislodged, but was not sure what the cure or diagnose was. The patient had turned stimulation up to 5.0 v and still felt nothing unless he turned or jumped into the car, then he felt a jolt. It was noted that the patient was very diligent about keeping the device charged. The patient was directed to contact his physician. Additional information received reported that the patient did not have any concerns regarding his device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v597862, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v583006, implanted: (B)(6) 2011, product type: lead. (B)(4).